Event description:
It was reported that the physician requested the charging interval be changed from 3 months to 1 month due to an elevated charge capacitor maintenance screen but the button for charge interval was whited out and displayed "3 months." Clinically unresolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.